Event description:
It was reported that the patient under went a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems and bleeding. It was reported that the patient underwent ivs-02 [tyco] on (B)(6) 2003. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with implantation of (B)(4); due to pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary and bowel problems and bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urgency frequency, nocturia, overactive bladder and urinary tract infection. No additional information was provided.